Manufacturer narrative:
The auto mode information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the auto mode was not active at the time of high blood glucose incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 496 mg/dl at the time of the incident. Customer was using auto mode. Customer stated the insulin pump had insulin flow blocked alarm and insulin was exited and also issue was resolved by completed set change. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.